Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. A4 is unknown.

Event description:
An impella cp was placed in a 61-year-old male with cardiogenic shock for hemodynamic support. Hemolysis was observed on foley output. Imaging noted the pump outlet close to the aortic valve with the inlet at the aortic valve annulus; the md declined repositioning. Urine output remained absent, limiting confirmation of hemolysis resolution; a fluid bolus was administered to assess output. The patient survived and was successfully weaned from impella support.

Manufacturer narrative:
B1: added product problem. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary device in wrong position: the cause of the device in wrong position was not established as limited clinical information was provided. Hemolysis/mechanical interaction with blood: the cause of the hemolysis was not determined due to no product or logs being returned and insufficient clinical details. Clinical rationale: an impella cp was placed in a 61-year-old male with cardiogenic shock for hemodynamic support. Hemolysis was observed on foley output. On ICU arrival, map was >120 mmhg at p9; the performance level was reduced to p6, levophed was weaned, and map decreased to ~85 mmhg. Imaging noted the pump outlet close to the aortic valve with the inlet at the aortic valve annulus (~4.0 cm); the medical doctor declined repositioning. Urine output remained absent, limiting confirmation of hemolysis resolution; a fluid bolus was administered to assess output. Hemolysis is reported as a serious injury, and device in wrong position is noted as a product malfunction. Based on the information available at the time of reporting, the hemolysis was most likely related to patient specific factors, including critical illness, underlying cardiac dysfunction, and hemodynamic status. Hemolysis is a known risk described in the instructions for use (IFU).